Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) checked the system remotely and confirmed that system started but a collimator error occurs, and perspective was not possible. After reviewing log file by rse it confirmed that the power supply of the 24v series such as the fd line and the collimator line was not supplied. On onsite service fse found the unit that converts the 230v ac power supply to a dc power supply was failed. The cause of the power supply failure determined by the supplier's part analysis that psu02 was defective. To resolve the issue fse replaced pdu fan tray and dcps. After replacement of pdu fan tray and dcps, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that fluoroscopy was not possible. No harm has been reported to philips. Philips has started an investigation of this complaint.